Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received random no delivery alarm as well as rejected batteries. Customer's blood glucose level was unknown. Customer stated that middle circle button was puffier. Customer troubleshooting was not performed. Insulin pump will not be returned for analysis.